Event description:
The patient had his baha magnet removed to improve his hearing performance and the initial implant was used to convert to an osia device. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on december 29, 2022